Event description:
Clinical adverse event received for mild numbness and residual pain. Event is not serious and is considered mild. Event is not related to device and is possibly related to procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).